Event description:
Hospital staff says that during ventilation, the device shut down, no alarms present. Plugged in to a red outlet. Can't get logs from device because device will not power on. Device will be coming onto tech support for repair. Hopefully once powered on, logs can be extracted.